Event description:
It was reported by service report that the 110v outlet is not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Loss of power to the auxillary outlet.